Event description:
Patient in operating room for hand assist laparoscopic kidney removal, during procedure surgeon using stapler across vessels. On first use, stapler failed to reopen from tissue. Using hand port, second surgeon tried to release vessels at which time vessels detached from below stapler. Manually controlled bleeding from artery and vein while other surgeon worked to free the stapler. Required use of manual release system on device. Vascular clamp used to control bleeding, new stapler with different lot number obtained and used to complete process. Blood obtained, one unit given in operating room, surgery completed with hand assist laparoscopic technique as planned. Ethicon echelon flex psee45a stapler, lot # t95792, exp. 2022-11-30 with vascular load ethicon echelon endopath reload gst45w, lot t41295, exp 2022-10-31. FDA safety report ID# (B)(4).